Event description:
It was reported to boston scientific corporation in 2008 that a resolution clip device was used during a duodenal stent placement procedure (male patient; age and weight are unknown). According to the complainant, the blue slide separated from the catheter when they attempted to extend the clip out for deployment. The clip was being placed for marking purposes. The procedure was not completed because the endoscope moved and they were unable to access the area again. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no problem".

Manufacturer narrative:
No consequences or impact to patient. Component(s), detachment of. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted.